Event description:
It was reported that a 6dct cuff deflated while in use on a pt. It was reported that the cuff was pre-tested, and 20cm was used to inflate.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provided new or significant info, a follow-up report will be submitted.